Event description:
Additional information received reports the stimulator and the lead will be returned. The representative does not recall the message that accompanied the por (power on reset). It was difficult for it to stay on. The representative attempted to communicate with it 9-10 times in the office .

Event description:
Additional information reports the patient was doing great with the replacement devices . It was noted that technical services suspected the lead migration that occurred and malfunction was result of significant mva (motor vehicle accident) patient experienced 6 months prior.

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v695669, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead. (B)(4). Analysis of the implantable neurostimulator (ins) revealed no significant anomaly. The ins was at normal end of life with no telemetry. No visual or electrical anomalies were found with the hybrid circuit. The ins battery was found to be depleted. Destructive analysis of the battery did not find any internal anomalies that would have cause premature battery depletion. Analysis of the lead revealed no significant anomaly. The lead body conductors were broken due to overstress damage at the distal end of the proximal segment of the lead.

Event description:
It was reported that the stimulation on the patient¿s implantable neurostimulator (ins) was not able to be adjusted. A ¿call your doctor¿ icon was observed and a power-on-reset (por) condition on the ins was reported. It was noted that nothing unusual happened during the time of the por but it was reported that the patient worked as a veterinarian and wore personal protective equipment (ppe) during x-ray and had a cavity filled about 2 weeks ago. In addition, it was reported that, prior to the por message, the patient had been having connection issues with the programmer unit. The patient had changed out the batteries in the programmer. The patient noticed that there was a change in their symptoms about 3 weeks ago. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-28, lot# v695669, implanted: 2012 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
Additional information indicates that the representative tried to interrogate her device probably 10 or 11 times.

Event description:
Additional information received reports a power-on-reset (por) condition. The caller believes the battery was not near eol(end of li fe). Noted she would reset por and then it would occur again, and she attempted about 10 times. The ins(stimulator) was explanted the day of reported event date. Caller noted it started initially not to communicate with patient programmer or clinician programmer. Caller reports that lead was damaged during the procedure. Caller reports that the lead was damaged during the explant procedure. Caller explained the lead was replaced due to "severe migration". Caller has not seen a similar case with this much severity. Lead was damaged during explant and physician noted as putting a lot of love into the (recommended) removal technique. This included dissection and massage. The physician attempted to remove lead for about 15 minutes. Caller noted a severe car accident with patient last year as a possible cause for lead migration. Caller took a picture with phone of this lead location and will be sending via e-mail. It was noted that the patient has lead fragments left behind (remaining lead will be sent to analysis). Patient re-implanted today, lead in left side and ins was in same pocket as previous ins.